Event description:
A contact of a peritoneal dialysis (pd) patient reported to fresenius technical service they encountered the m31 air detected in cassette warning during dwell 4 of 5 of their pd treatment. A fluid leak was subsequently discovered; the patient contact stated the last bag was not securely connected and the green clamp line had come undone. Fluid was discovered during dwell 4 of 5. Fluid was not discovered in the pump module area nor on the external portion of the cassette; fluid leaked from the last bag on to the patient's carpet. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient reported to fresenius technical service they encountered the m31 air detected in cassette warning during dwell 4 of 5 of their pd treatment. A fluid leak was subsequently discovered; the patient contact stated the last bag was not securely connected and the green clamp line had come undone. Fluid was discovered during dwell 4 of 5. Fluid was not discovered in the pump module area nor on the external portion of the cassette; fluid leaked from the last bag on to the patient's carpet. Additional information has been requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.